Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported the light is not bright. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The customer decided not to repair the unit at this time. If further information is obtained, this complaint will be reopened.